Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable. The suspect suction was returned to the manufacturer for evaluation. It was reported that the suction would intermittently verify. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the straight suction experienced difficulties verifying. It was noted that after verification, the suction would not track on the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.